Manufacturer narrative:
The technician replaced the power supply board to repair the bed.

Event description:
Info received indicates the bed has no power due to signs of fluid ingress onto the power supply board.